Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (3 mg/ml at 0.7254 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the pump was flipping in the pocket. The patient denied any external factors that may have led or contributed to the issue. An ultrasound and x-ray were performed at the time of the pump refill and determined the pump was flipped. The managing doctor was able to flip the pump back to the correct position and refilled the pump. The issue was not resolved at the time of the report. Surgical intervention was planned, but not yet scheduled. It was noted that the hcp had no further information to provide regarding the event.